Manufacturer narrative:
Per beckman coulter (bec) customer technical support, the customer determined the leak was caused by worn tubing at the white blood cell (wbc) bath. The customer cut and reconnected the tubing to resolve the leak. Beckman coulter (bec) field service was not dispatched for this event. (B)(4).

Event description:
The customer reported hemoglobin (hgb) was failing on all levels of controls run on a coulter lh 500 hematology analyzer. Upon further investigating, the customer found a leak of less than 2 ml from the right side of the white blood cell (wbc) bath. The leak was contained within the instrument. The instrument operator was wearing gloves, goggles, and a lab coat when the leak was found. There were no reports of biohazard exposure to the leak. There were no erroneous patient results generated in connection with this event.